Event description:
It was reported that during a liver resection procedure, the device was fired on the liver with a gold cartridge loaded into the device. The liver was very hard and the patient had cirrhosis. The device was fired, the anvil bent and the staples did not form. The patient lost 1500cc of blood. The patient received a blood transfusion but it is unknown how many cc of blood was given. Another device was pulled and loaded with an white cartridge. The second device and suturing were used to complete the case. The patient is currently stable. The device is not available for analysis at this time. The risk manager has the device at this time. On what tissue type was the device used? Liver. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to close. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? A first year resident was firing the device. The resident had never fired the device before.

Manufacturer narrative:
(B)(4). User facility attached, (B)(4). Additional information: on (B)(4) ees risk manager spoke with hospital risk manager and indicated we were able to analyze the device; however, the gold cartridge reported to have been used was not present on the device. She is going to double check to see if it was saved. Ees risk manager informed her we observed the anvil being bent and she confirmed the surgeon advised her that this was a very hard liver. She will get back to me once she's checked with the or folks. On 10/16, ees risk manager spoke with hospital risk manager and she indicated that she didn't hear back from the or folks yet. She will follow up and also determine the patient's current status. I indicated that we observed a bent anvil but that the device fired fine with a test cartridge. She confirmed the surgeon stated he had never observed anything like this with the device and that the patient's tissue was dense and calcified and may have led to the issue with the device. The analysis results found that one (B)(4) device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 08/20/2012. Information is unavailable; device has not been returned to date; currently being held by risk management. A supplemental report will be sent upon receipt/analysis fo the device. Did all of the staples deploy? No. What portion did not form? None. Does the surgeon believe that the hardness of the liver due to the cirrhosis was a factor? Yes. Has the resident been in serviced? Yes. How is the patient currently? To my knowledge in good condition. Is the patient expected to have a full recovery? Yes.